Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, assisted with the reset process, and instructed the customer to call back if the malfunction reoccurred. The customer understood and agreed to these instructions.